Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07nov2018. The customer troubleshot the issue with philip's technical support. The customer performed a touchscreen calibration and the unit subsequently began working properly.

Event description:
It was reported that during use the ventilator screen froze. There was no patient harm reported. The event date was not specified; estimate used.